Manufacturer narrative:
Block e1 ( initial reporter address 1): (B)(6) . Block h6 (device codes): problem code 2907 captures the reportable event of shrink sleeve detached. Block h10: visual examination of the returned device revealed that the shrink sleeve detached from sensor wire. The coating was scratched (peeled) and coil wire was stretched at 13.7 cm from the distal tip. The complaint was confirmed. During a laboratory test it was possible to observe the coating was scratched (peeled) along device and coil wire, therefore, it is likely that the device was highly manipulated/handled at the proximal section causing the shrink sleeve to become detached. In addition, the event description states that when the physician pull the wire out of the scope the shrink sleeve got detached from the corewire. Also, procedural factors involved could have induced the failures observed. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the directions for use (dfu.).

Event description:
It was reported to boston scientific corporation that sensor wire was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the sensor wire pass through the ureteroscope, the wire was stuck in the nozzle. When it was removed, the shrink sleeeve detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event. Additional information received on september 17, 2020: the guidewire coating detached from the corewire. Reportedly, nothing detached inside patient.

Manufacturer narrative:
(B)(6). (B)(4). (Evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that sensor wire was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when urethroscope pass through the sensor wire, the wire was stuck in the nozzle. When it was removed, the shrink sleeve detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event.